Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for elevated system impedance was observed for this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance measurements were greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that an alert for elevated system impedance was observed for this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance measurements were greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to model + catalog number, d4 from 3400 to 3010.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for elevated system impedance was observed for this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance measurements were greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.